Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that the probe was unable to cut during a procedure. The condition of aspiration and actuation is unknown. The procedure was completed without replacing the product. There was not patient harm. A product sample has been requested, however, it has not been received for evaluation at the manufacturing site.

Manufacturer narrative:
Additional information provide. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. The returned probe sample was visually inspected and deemed non-conforming. The needle is bent approximately 30 degrees at the stiffener sleeve and the cutter was observed in the port. Cut testing was performed and found conforming. Actuation testing was performed and found non-conforming. The cutter did not open or close fully. Aspiration testing was performed and found non-conforming. There was no aspiration observed. The degree of wear could not be determined due to when trying to extract the inner cutter from the bent needle the inner cutter broke off. The complaint evaluation does not confirm the probe had a cut issue. The probe performance testing met specification for cut. The exact root cause of why the customer thought the probe had a cut issue cannot be determined from this evaluation. Unrelated to the reported issue, the sample evaluation results indicated that the needle was bent, and actuation and aspiration tests were found non-conforming. How and when the needle became bent and actuation and aspiration stopped working cannot be determined from this evaluation. No specific action with regard to this complaint was taken by the manufacturing location because the probe was manufactured to its specification and was functionally conforming for cut. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. During the testing of a probe, the probe is visually inspected and a bent needle would be detected and removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).